Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the electronic lot history record (elhr) for this lot revealed no nonconforming material records (ncmr). A query of the complaint database for the reported lot was performed and revealed no other incidents. It has been determined that a conclusive cause for the reported difficulty removing the protective sheath and shaft separation cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that during preparation, the protective sheath could not be removed from the 3.5 x 8 mm nc trek balloon and the distal shaft separated. The device was not used. A new 3.5 x 8 mm nc trek balloon catheter was successfully used for post-dilatation to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.